Event description:
It was reported that a spectrum pump over infused during infusion of continuous parenteral nutrition (pn) at 47.2ml/hr expected o run for 24 hours and finished 2 hours early. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).